Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer also reported that the sensor cannula was bent. Customer states that she just did her bg and insulin pump was saying that bg required for auto mode and she did 7 bg and still the insulin pump was saying bg required. Troubleshooting was performed for auto mode. The customer declined to troubleshoot for low blood glucose and bent sensor. The products will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.